Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant. It was also noted that the lead was returned with blood on the helix and within the sleevehead, and the helix bent within the sleevehead.

Event description:
It was reported that due to the extremely difficult patient anatomy and after several attempts to implant the right ventricular (rv) lead, the lead was placed in a water bath; however the helix mechanism discontinued working. Therefore the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.